Manufacturer narrative:
Information was entered erroneously; these fields should be blank since there was no patient involvement. Product code: nqw. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was found that a gallery 2.8x9mm (14-523102) screw was in the bag that was labeled as gallery 2.4x9mm (14-523097). There was no patient involvement.

Manufacturer narrative:
Device evaluation: product not returned and photos not provided. Complaint unable to be confirmed. DHR review: DHR review unable to be completed as lot information is not known. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the distributor not appropriately inspecting the product after labeling and prior to shipment. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was found that a gallery 2.8x9mm (14-523102) screw was in the bag that was labeled as gallery 2.4x9mm (14-523097). There was no patient involvement.